Event description:
It was reported that during a cranial biopsy using navigation system ii and intellect cranial software, the system froze while the surgeon was draining fluid from the patient's brain. The system was able to be rebooted and procedure was completed successfully using navigation. No adverse consequences were reported with this event. After follow-up, no further information was available regarding this event.

Manufacturer narrative:
The reported event could not be confirmed; however, two unconventional closings of the application were identified during log files review. In both times the system was not closed normally. The restarts were logged after disconnection of tools and the second time during entering navigation screen. Therefore, the events occurred outside of navigation parts in the surgery.

Event description:
It was reported that during a cranial biopsy using navigation system ii and intellect cranial software, the system froze while the surgeon was draining fluid from the patient's brain. The system was able to be rebooted and procedure was completed successfully using navigation. No adverse consequences were reported with this event. After follow-up, no further information was available regarding this event.